Event description:
A customer reported a high blood glucose level displayed as "high:, although the exact value was not specified. Cause was not known. The customer did not take any corrective actions before the call but was instructed by technical support to inspect the site and tubing connections. No issues were found in the tubing, and the customer decided to wait and monitor the situation, with the option to call back if further troubleshooting was necessary.